Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.

Event description:
It was reported that after removing clothing, the patient noticed the pod adhesive had become loose and the cannula was no longer inserted at the hip/buttocks infusion site after approximately 5-24 hours of wear. As a result, the patient¿s blood glucose level increased to 600 mg/dl, accompanied by symptoms of headache, nausea, and excessive thirst, despite having programmed 123 units of insulin for the day. It was further noted that the event occurred while the patient was on vacation in albania. The patient applied a new pod at approximately 8:26 pm and administered 5 units of insulin approximately every 20 minutes. At 10:15 pm, the patient consulted a healthcare professional by phone due to concerns regarding potential insulin over-delivery and was advised to monitor for an additional 30-60 minutes and seek hospital care if blood glucose levels did not decrease. Blood glucose levels were reported to have gradually decreased, with the most recent reported value of 220 mg/dl at approximately 1:00 am. No further medical assistance was required as blood glucose levels stabilized with the new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.